Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). This report also contains the investigation outcome. It was reported that a hamilton-g5 ventilator generated technical fault tf 5507. Patient involvement was reported. However, no medical intervention was required, and no adverse health effects or consequences to the patient were reported. The technical fault occurred after attempts to calibrate the device, including calibration of the pressure at zero and full scale, as well as calibration of the differential pressure (dp) mixer valve. Log files were not provided for further technical analysis. This limitation restricted the ability to perform a detailed retrospective investigation and to confirm the exact sequence of events leading to the technical fault. Therefore, the assessment of the case was conducted based on the available information. Based on the investigation, the most probable root cause of the reported event was identified as a defect in the sensor board. As a corrective action, a replacement sensor board was provided to the customer, which resolved the issue. The case is considered as closed.

Event description:
Hamilton medical ag received the following event description: "tf 5507 happened after calibration attempted to calibrate the pressure at 0 and full scale. Tried calibrating the dp mixer valve" it was reported no health consequences or impact to any patient. No intervention necessary.